Manufacturer narrative:
Associated medwatch: optilene batches reported separately samples received: 19 unopened racepacks. Analysis and results: there are no previous complaints of the same code-batch. There are no units in our stock. We have received 19 closed samples for analysis. We have tested the knot pull tensile strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Additionally, needle attachment strength test has been conducted on the closed samples received in order to discard a faulty needle-attachment during manufacturing process that could cause splitting/breakage in the thread. The needle attachment strength results fulfil the requirements of the european pharmacopoeia (ep). We have not found splitting on thread surface on the closed samples received before and after performing tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Furthermore, we have conducted a review of the complaint history record and there are no other complaints received regarding thread breakage of the several products manufactured with the same thread raw material batch as the complained product. As indicated in the instructions for use (IFU) of the product, when working with optilene suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfil usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with optilene. During a coronary artery bypass surgery, the suture was noted to break very easily. There was a delay of 15 minutes or less. The anastamosis had to be sutured a second time. This did not cause any patient harm. The patient outcome was good. Additional information was not provided. Associated medwatch: optilene batches reported separately.